Event description:
Information was received indicating that during use of a cadd medication cassette the pump exhibited a "no disposable" alarm. It was reported that the cassette was wasted as the alarm was not able to be resolved. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).